Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the carina displayed a technical alarm during use on a patient in combination with an optical and acoustical alarm. No patient injury reported.

Manufacturer narrative:
The affected device was tested onsite by dräger service and the log file was secured for analysis. The log file shows that the device detected error a071 on (B)(6) 2021 at 3:11 p.m., which indicates a mechanical or electrical failure of the hpo (high pressure oxygen) unit. Based on this, the device was repaired by replacing the hpo valve. The device behaved as specified and alarmed the malfunction optically and acoustically. In response to the malfunction, the oxygen dosage is switched off and ventilation is continued using ambient air. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the carina displayed a technical alarm during use on a patient in combination with an optical and acoustical alarm. No patient injury reported.